Event description:
The patient's caregivers found that the "swivel part" of the tracheostomy tube "came apart". The patient was taken to the emergency room where the patient's doctor removed the tracheostomy tube and found that it "fell apart". The patient was given another 8dct. There was no harm to the patient. The failed tracheostomy tube was thrown away, and no sample is available for evaluation.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Complaint trends are reviewed monthly to determine if additional action is required.